Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 500 mg/dl which was treated with insulin shot and insulin pump. Customer was changing infusion set because previous was leaking from site and cannula was found be bent when pulled out. Self test and displace teat was performed and insulin passed both the tests. It was unknown that the auto mode feature was active or not at the time. The insulin pump will not be returned for analysis.